Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance after undergoing a full revision ~ 4 months prior. The impedance was ok immediately after this full revision. The patient was interrogated 4 months after the full revision and the patient is showing high impedance. X-rays were taken of the neck. The x-rays were not provided to the manufacturer for review. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6: adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
Diagnostics noted to be ok in april after their full revision procedure (not previously reported), this high impedance mentioned in april that had occurred on their previous lead is captured in MFR rep# 1644487-2024-00584. It was later reported that a revision occurred. Specifically, pin re-insertion occurred and all impedance issues were resolved. No other relevant information has been received to date.

Manufacturer narrative:
H2. If follow-up, what type; corrected information, sup MDR#1 inadvertently did not select &#39;correction &#39.